Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank/white. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd cable was replaced to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.